Event description:
In 2009, the patient had an endoscopic retrograde cholangiopancreatography (ercp). The mechanical lithotriptor being used to grasp the common bile duct stone during the ercp became impacted within the bile duct. The mechanical lithotriptor appeared to have malfunctioned. Attempts made to close and remove the lithotriptor from the bile duct were unsuccessful. The general surgery service was consulted for surgical removal of the lithotriptor and the common bile duct stone. The lithotriptor and common bile duct stone were successfully surgically removed in 2009 without any complications.